Event description:
It was reported that the liner would not lock into place with the shell. The procedure was completed using a new liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: greece. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d9; g3; h2; h3; h4; h6. Product was returned and evaluated. Visual examination of the returned product identified that the poly liner had scratches and gouges to the outer diameter, the outside tapered surface, the outside high wall, top flat of high wall, and the inter diameter surfaces. The liner had all 12 anti-rotation tabs present. All 12 anti-rotation tabs had what appeared to be a deformation, possibly from impactions while trying to seat the liner and from the removal process. This deformation occurred approximately halfway up the tabs on the high wall and towards the top of the tabs not around the high wall. No other damage was noted during visual evaluation. Dimensional evaluation confirmed measurements to be within product specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.